Event description:
A customer reported to a baxter sales representative that a vented solution set had a no flow when the set was spiked into a glass bottle. This reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed due to the lot number of this device being unknown.